Event description:
It was reported that the pt developed some lumps at her bikini line where her leg joint meets with her torso, about 2 days ago. Pt felt discomfort as a result. Caller reported pt had very erratic result, from working well to not all. The pt had to increase the stimulation until it hurt to get a result, or she had no stimulation sensation and no therapeutic effect. Pt saw her doctor a week ago due to stimulation sensation in the rectum area. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).